Event description:
Issue was with a single use, disposable probe. Piece of ablation probe fractured off during procedure. Probe is tested on ablation generator prior to being used on patient. Test passed, no error. Probe was being used, no issues. Switched to ¿ablation mode.¿ was functioning as intended for about 1 minute, there was a loud ¿pop¿, and error message appeared. Attempted to troubleshoot as equipment message instructed, error recurred. Approximately 1cm metal tip during a liver ablation procedure. Essentially, the above ablation probe broke/exploded during its active cycle (ie during the actual ablation). The probe appeared to be in good/normal operating condition prior to use. There was no visible damage to the probe or the packaging. It is single-use. The probe was tested as per protocol, with it passing the bubble test. Probe successfully used during ¿tissue lock¿ phase. However, upon initiating the ablation phase, the probe ruptured after approximately 30 seconds into a 7 min 65w ablation cycle (ablation mode). There was an audible ¿pop¿ followed immediately by the ablation machine self-terminating the cycle. There was an error message reflecting a question of whether the probe was within an air pocket or not. Probe was gently repositioned fore and aft 1-2mm as per typical practice, however it was not successfully able to reactivate. Probe channel was switched, but similarly would not activate. Given the lack of function, I made the decision to place a new probe into the lesion to complete the procedure. This was successfully accomplished with the assistance of aligning the new probe with the old (broken) one. It was during the imaging of this second probe¿s placement, that the fragmentation was noted. The broken probe hub was removed, intentionally leaving the probe tip at the site of the target lesion to act as a fiducial marker for the lesion. This fragment/fiducial was used during this procedure for localization and can be used in the future for triangulation purposes as needed. The fragment was lodged solidly within liver parenchyma and should not migrate or cause harm to the patient. Any attempt to remove would significantly increase risk of injury or complication. The ablation was completed successfully with the new probe and remaining needles/probes were removed. Patient tolerated the procedure and recovered without incident and subsequently discharged 4 hours later. Manufacturer response for neuwave medical, neuwave (per site reporter). Neuwave has sent a letter that breaks down the material makeup of the probe. Summary is that tip is ceramic, shaft is titanium and stainless steel. Ok to leave material in as a fiducial.